Event description:
It was reported that a clearlink system continu-flo solution set was unable to disconnect from a non-baxter extension set; further described as ¿the removal was difficult¿. The issue occurred during patient use. A hemostat was used in order to disconnect the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of 2023, further described as "recently in the past week or weeks". E1: initial reporter additional phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.